Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right atrial (ra) lead, exhibited atrial undersensing and inappropriate atrial pacing on the t-wave. The field representative tried programming atrial automatic gain control (agc) to 0.15mv, however farfield signal oversensing was observed and would not resolve with extending the blanking period. Additionally, p-waves are 0.2mv for the ra lead, and r-waves are trending in the 2-3 mv range for the right ventricular (rv) lead. Technical services (ts) reviewed troubleshooting options. Additional information received reported that this ICD system was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.